Event description:
It was reported "during pulling vascular sheath head of the device with the valve fell off from the catheter." The device was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one sheath extension assembly for analysis. The dilator was not returned. Signs of use in the form of biological material were observed inside the sample. Visual inspection revealed that the sheath extrusion was separated from the hemostasis body. The hemostasis valve body was additionally severed to further analyze the component. Microscopic inspection revealed no evidence of the coiled wrapping within the hemostasis body. The sheath at the point of separation was smooth. The length of the separated sheath measured 17 15/16", which is within the specification limits of 17 1/8 - 18 1/8" per sheath ext assy w/ dilator product drawing. The outer diameter the sheath body measured 0.1117", which is within the specification limits of 0.111"-0.115" per wrapped sheath extrusion graphic. Manufacturing was consulted as a part of this complaint investigation, and they confirmed that the damage may be related to the molding operation of the sheath body to the hemostasis valve body. A device history record review was performed, and no relevant findings were identified. The sheath ext assy w/ dilator product drawing and wrapped sheath extrusion graphic were reviewed as a part of this complaint investigation. The IFU provided with this kit in-forms the user, "do not apply excessive force in removing guidewire or sheath/ dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a sheath body separation was confirmed through investigation of the returned sample. Visual analysis revealed that the sheath body had completely separated from the hemostasis body. The manufacturing facility was consulted, and they stated that the damage may be related to the molding operation of the sheath extrusion to the hemostasis valve body. Therefore, manufacturing likely caused or contributed to this event. The manufacturing facility further investigated this issue via non-conformance. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "during pulling vascular sheath head of the device with the valve fell off from the catheter." The device was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".